Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 21mm valve in pulmonary position, implanted for nine years, underwent valve-in-valve procedure due to unknown reasons. A 23mm valve was implanted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, and f10. H11: corrected data: prior supplemental FDA report was submitted in error. Please disregard.

Event description:
It was reported that a patient with a 21mm valve in pulmonary position, implanted for nine years, underwent valve-in-valve procedure due to moderate pulmonary stenosis and insufficiency. A 23mm valve was implanted without complication. The patient was transferred to the ICU in stable condition. The patient was discharged home on pod #1.